Event description:
While using the dilatation catheter for a ptca procedure a dissection occurred in the ramus. A stent was placed to repair the vessel. No further info could be obtained from the user facility.while using the dilatation catheter for a ptca procedure a dissection occurred in the ramus. A stent was placed to repair the vessel. No further info could be obtained from the user facility.